Manufacturer narrative:
Patient information is unknown. Additional product codes: dzl, mqn. UDI: (B)(4) lot unknown. Device broken during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the k-wire broke during a surgery. No patient harm was reported; the patient outcome was reported as normal. The procedure was completed successfully. Fragments were generated, and were not removed. No other medical intervention was required. No prolongation of the surgery reported. This is report 1 of 1 for (B)(4).